Event description:
It was reported that during an implant procedure, the lead was found to be damage and loose. The lead was unable to be implanted. Another lead was used to complete the procedure, no adverse patient consequences were reported.

Manufacturer narrative:
The reported events were electrode tip damage and unable to implant. As received, a complete lead was returned in one piece for analysis. Visual inspection found the connector pin and the connector cap were pulled out of the connector assembly consistent with excessive forces during procedure. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of the electrode tip damage was due to excessive forces on the connector pin resulted in the connector pin and cap to be pulled out of the connector assembly consistent with procedural damage. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.